Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the therapy was not working as intended for the lower back and was causing excessive vibration and a tickling sensation in the leg. The patient mentioned that they had not used the therapy for a while due to these issues and had attempted different settings without success. The patient was redirected to their healthcare provider for further assistance and was advised to charge the implant.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.